Event description:
Consumer left a review on (B)(6) stating they tested negative with inteliswab and tested positive with a pcr test. (B)(6) review (B)(6) 2022. Woke up with body aches, head ache, sore throat. Took the test, it was negative. Took ibuprofen and went to work. 6 1/2 hrs. Later when I got off work, went to my doctor to get a flu test. Flu test was negative, so she did another covid (lab) test. Calls me the next afternoon, and it was positive. I'm sure I have the omicron variant b/c I don't feel that bad. (B)(6).

Event description:
Consumer left a review on (B)(6) stating they tested negative with inteliswab and tested positive with a pcr test. (B)(6) review (B)(6) 2022. Woke up with body aches, head ache, sore throat. Took the test, it was negative. Took ibuprofen and went to work. 6 1/2 hrs. Later when I got off work, went to my doctor to get a flu test. Flu test was negative, so she did another covid (lab) test. Calls me the next afternoon, and it was positive. I'm sure I have the omicron variant b/c I don't feel that bad. (B)(6).

Manufacturer narrative:
Consumer posted review on walmart.com. No followup is to be expected with the complaint file and the incident will be closed internally.

Event description:
Consumer left a review on walmart.com stating they tested negative with inteliswab and tested positive with a pcr test. Walmart.com review (B)(6) 2022: woke up with body aches, head ache, sore throat. Took the test, it was negative. Took ibuprofen and went to work. 6 1/2 hrs. Later when I got off work, went to my doctor to get a flu test. Flu test was negative, so she did another covid (lab) test. Calls me the next afternoon, and it was positive. I'm sure I have the omicron variant b/c I don't feel that bad. (B)(6).